Manufacturer narrative:
Date of event: used the first day of the month of aware date, as event date was not provided.

Event description:
Promus premier (B)(6) registry. It was reported that the patient died. In (B)(6) 2018, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the first right posterolateral (rpl) segment with 75% stenosis and was 8 mm long, with a reference vessel diameter of 3 mm. The target lesion 1 was treated with pre-dilatation and followed by the placement of 3.00 mm x 12 mm promus premier stent system. Following post dilation, the residual stenosis was 0%. Three days later, the subject was discharged on aspirin and clopidogrel. On an unknown date of 2021, the subject died. The primary cause of death is unexplained death. No action was taken to treat the event and it is unknown if autopsy was performed.